Manufacturer narrative:
H.6. Investigation summary. Bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for gel smears with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 2 bd vacutainer® ppt¿ plasma preparation tubes k2e 9.0 mg had gel splatter. The following information was provided by the initial reporter: "after routine blood collection, centrifugation is carried out under the conditions of 1500g, 10 minutes; after centrifugation, the gel state has changed, and it feels dissolved in the plasma, and there are also cases where the separation gel separates.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd vacutainer® ppt¿ plasma preparation tubes k2e 9.0 mg had gel splatter. The following information was provided by the initial reporter: "after routine blood collection, centrifugation is carried out under the conditions of 1500g, 10 minutes; after centrifugation, the gel state has changed, and it feels dissolved in the plasma, and there are also cases where the separation gel separates."